Event description:
System passed prime/tune stage without issue, but upon initial foot pedal depression a ''check handpiece and retune error'' was generated. Physician swapped system and surgery was completed using a second system.

Manufacturer narrative:
The foot pedal that was used was returned for evaluation. The device was visually and functionally tested and it was found within specifications.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at this time has been submitted.

Manufacturer narrative:
Manufacture yr 2010. Field service specialist was on site at the time of the event and could not duplicate the reported error. Visual inspection to the phaco system fount that front panel connector did not appear loose and wiring was intact. He proactively replaced panel with connectors. He used his testing hand pieces for checking the connector and there was no problem. The foot pedal used during the event has not been returned for investigation at the time of this report. Note: all pertinent information available to amo at the time of this report has been submitted.

Manufacturer narrative:
Placeholder.